Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the disposables were unable to be activated and did not. The procedure was converted to an open procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00004 and medwatch 2210968-2013-00005. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was received in a condition which does not meet specification.